Manufacturer narrative:
Additional information has been requested. Subjective device is an instrument and is not implanted or explanted. The investigation could not be completed , no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be completed.

Event description:
During an alveolar distraction procedure the surgeon was placing the cortex screws into the jaw bone and the heads of three screws broke off leaving the three shafts in the pt. Along with the screws breaking, two drill bit tips broke off in the jaw bone as the surgeon was drilling holes for the screws. The surgeon was not able to recover the shafts of the three screws or the tips of the two drill bits, they remain in the pt's jaw bone. Surgeon did place the distractor with the corresponding end plates. This is four of five reports for this event.